Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A registered nurse called to report that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 377 mg/dl during the phone call. The nurse wanted information in regards to the active insulin feature of the insulin pump. The nurse stated the insulin pump was working just fine and did not feel the need to troubleshoot. Nothing further was reported.